Event description:
An optometrist called to report a patient was seen 11/2005 with a red and painful left eye. Upon examination the optometrist reported that the patient's left eye had a mid peripheral, infectious corneal ulcer. The lesion was approximately 1mm in diameter and approximately 2mm from the limbus. The lesion was not cultured. The patient also had 2+ injection, local cornea edema and 2+ cells in the anterior chamber. The patient was treated with vigamox 1 drop every 15 minutes x 6 hours and tapered over time and scopolamine drops and polysporin ointment at bed time.